Manufacturer narrative:
Additional information: section a.1, a.2 & a.4. Analysis: the details of the complaint provided by the institution state: ¿advanta 8x59 l120 stent blocked in the long introducer, impossible to remove, the surgeon had to pull in order to be able to recover it. The surgeon therefore repeated the operation using is another stent. The surgeon, to test the stent dilated it in the open air in her office.¿. As the device in question was not returned along with the introducer sheath used in the case a root cause is difficult to determine. The additional details provided also do not provide any insight in to how or where the stent became stuck. The additional details do indicate that two other devices were passed through the introducer sheath prior to the advanta v12 covered stent. One device was a balloon catheter to pre-dilate the lesion in the iliac artery. There is a possibility that the catheter used to pre dilate the lesion damaged the introducer sheath upon removal. Without the sheath used in the case this cannot be confirmed. A thorough review of the device history records was conducted to ensure the product met all quality and performance requirements including stent passage through either a 7fr or 6fr introducer sheath depending on the product size. Below is a list of the quality and performance criteria that every lot of advanta v12 covered stent systems is tested to. This inspection requires that the catheter lot must pass the following: ¿ ability of the stent and delivery system to be passed through the labeled introducer sheath (6fr/7fr) depending on size. ¿ ability to deploy the stent at nominal pressure (8atm). ¿ ability to withdraw the deflated balloon catheter back through the labeled introducer sheath. ¿ ability of the delivery system to withstand 5 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. ¿ balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm). In addition to the final lot qualification testing there are multiple in-process inspections conducted that include the following: ¿ balloon hole skive dimensional verification. ¿ stent securement testing. ¿ proximal balloon weld tensile testing ¿ distal tip tensile testing. ¿ catheter leak check. A review of the device history records indicates that this lot of catheters passed all quality and performance requirements. All test samples were able to be delivered through the introducer sheath, the stent deployed, the balloon deflated and pulled back through the introducer sheath. A review of the non- conformance (ncr) data going back 3 full years based on the expiration date of the advanta v12 covered stent was conducted. Based on this review there has never been an instance during the product lot qualification testing where the crimped stent was not able to be passed through the introducer sheath. Conclusion: based on the review of the details supplied and review of the device history records there is a possibility that the sheath used in the case was damaged by the devices that were passed through the sheath prior to the use of the advanta v12 covered stent however, this could not be confirmed as the sheath and advanta v12 covered stent were not returned. Based on this information atrium medical corporation cannot conclude that the advanta v12 covered stent was the cause of the difficulty experienced during the procedure.

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
It was reported that the delivery catheter got stuck in the introducer and the physician had to pull it in order to remove it.